Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. According to a report received through the insulet customer service team on (B)(6) 2026, the patient reported experiencing elevated glucose readings after updating her controller software. Following the update, she observed cgm, omnipod 5 insulin pump, and controller readings ranging from 164-184 mg/dl. However, the patient¿s reported symptoms including dizziness, nausea, vomiting, confusion, and inability to retain food did not correlate with these values and were suggestive of hypoglycemia. Based on these symptoms, the patient¿s husband suspected low blood glucose and withheld a correction bolus of insulin. The patient was transported to the hospital and admitted to the intensive care unit (ICU). During hospitalization, a discrepancy was noted between cgm and bg meter readings, with the cgm displaying 303 mg/dl while a fingerstick bg measurement indicated 935 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and received treatment with intravenous insulin. Additionally, the patient was diagnosed with a group b streptococcus (strep b) bloodstream infection; however, treatment details for this condition were not provided. The patient was discharged from the hospital on 06/15/2026. The report indicated that the patient was using an omnipod 5 insulin pump at the time of the event. At the time of reporting, the patient stated that she had fully recovered and was feeling ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis